Event description:
It was reported there was a loss of therapeutic effect. It was stated the patient had the stimulation turned up to 8.5v at group a at the time of report and did not feel a lot of stimulation. It was noted the patient could tell when they were not feeling stimulation because their leg would start to hurt. It was noted this began a few days following implant. It was noted the patient was implanted in (B)(6) and had their stitches removed on (B)(6) 2013. It was noted the patient did not have any falls or accidents. It was noted the patient had only been ¿tweaked¿ one time. It was stated the patient had an appointment scheduled for (B)(6) 2014. It was further reported the patient did not get the relief that they should. It was noted the patient had gotten some relief. It was stated they didn¿t think they were ever really programmed. It was stated they weren¿t able to programmer the patient when they had their stitches out because the implantable neurostimulator (ins) was about to die so they showed them how to recharge. It was stated since the implant the patient had to increase the stimulation a little every day. It was noted the patient had pain from the incision. It was noted the therapy was not working as expected. Additional information received reported that the patient never had therapeutic effect. It was stated that the patient didn¿t feel that stimulation was working for her. It was stated that the patient had problems with the back but the main concern was the left leg. The patient stated that it hasn¿t solved the problem, she still has pain when on and when she walked she had to stop because of the pain. It was noted that the patient had been going to the office to have her settings tweaked, usually on a monthly basis. It was noted that the last appointment was about a month ago. It was stated that the patient also adjusted herself. The patient stated that ¿last time she felt very little stimulation and actually felt stimulation in the wrong area- ¿where the sun don¿t shine¿.¿ the patient stated that she now turned the stimulation off at night. It was noted that before when stimulation was on at night she wouldn¿t feel it. It was reported that the patient had an overstimulation sensation. It was also mentioned that a couple weeks ago while driving the stimulation was ¿so bad that her legs were getting numb¿. It was stated that the patient had stimulation while driving and understood that it was not recommended. It was noted that before the patient got her stimulation system, her healthcare professional (hcp) said she ¿may need fusions in multiple areas in her body, and rather than having that surgery they decided to try stimulation¿.

Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The 37714 ins remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the 37714 ins. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend "pain" because the patient reported they weren't feeling a lot of stim. They stated they can tell when this occurs because their legs will start to hurt, which started a few days after implant. Reviewed for escalation to (B)(4) and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the 37714 ins is inconclusive because the cause of the loss of therapeutic effect was not determined. The outcome remains unknown. Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).